Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/22/2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to a another meter ¿(doctor¿s meter). The complaint was classified based on the limited customer care advocate (cca) documentation, as the patient was unable/unwilling to answer many questions. The reporter was unable/unwilling to say when the alleged issue first started. They claimed that the patient obtained an alleged inaccurate high result of in the 199mg/dl on the subject meter compared to 51mg/dl on the other device, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The reporter was unable/unwilling to answer how the patient manages his diabetes and claimed that the patient developed the symptom of sweating on an unspecified date and time before the alleged product issue began. The reporter detailed that the patient was treated in ER by a health care professional. The reporter was unable/unwilling to say what the treatment dose and time were at the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the correct testing steps to obtain the blood results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.